Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump was received with minor scratched display window, case and keypad overlay texture damage. The insulin pump was received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump was received with peeling keypad overlay. The insulin pump was received with missing display window cover. Unit received with stained serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the seal from the insulin pump was detached and keypad started to peel off. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Customer requested letter of analysis.